Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacer spike was earlier than the rv signal on electrocardiogram (ECG). It was suspected that the rv lead had dislodged. It was noted that the patient felt light headed. The lead remains in use. No further patient complications have been reported as a result of this event.